Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; interrogation was intermittent. The rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the tabs on power cord bay door were broken and the system fan was noisy. Concomitant medical products: product ID r2290 analyzer. (B)(4) .

Event description:
It was reported telemetry had been an issue for months and the rf (radio frequency) head was replaced. Telemetry no is only showing one bar. The programmer was returned for repair. There was no patient involvement indicated.